Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer experienced continuous blood glucose levels of 40 mg/dl.. Reportedly, customer believed pump settings needed adjustment. The customer declined to provide additional information regarding the low bg issue. Reportedly, customer continued to use the pump for insulin delivery.